Event description:
Gyrus (B)(4) was notified via a summons that an injury occurred during a cystoscopy procedure, our best information leads us to believe the device may be an autoclavable foroblique telescope at this time, but further information may prompt a revision.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.